Event description:
Complainant alleged that a hosp employee rec'd an unintended delivery of energy while touching the device that was placed on a metal crash cart while pacing a pt (age & gender unknown). Complainant indicated that the device appeared not to have been pacing the pt correctly. Complainant indicated that the employee rec'd medical attention and that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.